Manufacturer narrative:
Additional information received: it was confirmed that an additional valiant navion stent graft and two endurant ii stent graft limbs were also implanted during the procedure. It was reported that the physician does not believe the navion or endurant devices themselves had anything to do with the adverse outcomes. The physician stated that the event was more of a byproduct of a wire perforation at the index procedure and the other events were sequelae from the original complication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient as a proximal extension, for the endovascular treatment of an thoracoabdominal aortic aneurysm. The mid to distal descending thoracic aorta measuring 80mm at its greatest dimension. The patient was also treated for a infrarenal and external aneurysm measuring 60mm at its greatest dimension. The case was a physician sponsored ide. It was reported that during the implant procedure, the device was implanted successfully. However, during removal of the delivery system, it became caught on a suprarenal stent and was kinked. This was resolved by ballooning the stent graft and relining it with another navion device. The investigator assessed the cause of the event was possible due to be an operator error and not a device malfunction. Three adverse events have been further reported: intra-abdominal hemorrhage which is confirmed as resolved with sequelae, acute kidney injury which is reported as ongoing and left kidney infarct which is also ongoing. Per the investigator the cause of these adverse events is not known the relationship of these events to the navion device. No additional clinical sequelae were reported and the patient will be monitored.